Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, operating room (or) staff called during case set up to report they were getting a "robot is not connected or powered on" message. The technical support engineer (tse) noted a 31089 error on fiber port 3. The tse had the caller hard power cycle the robot with no change. The tse had the caller swap fiber port 3 and fiber port 1 blue fiber cables at the tower and hard power cycle the tower. The system powered on with no errors or messages. The customer continued with case setup. The customer called back to report that they were still getting 31089 faults and a message indicating the robot was not connecting. The tse had the customer hard cycle the tower and swap blue fiber ports, but the issue remained. The site dis not have a secondary system available. A clinical sales representative (csr) called back to report that they continued to try troubleshooting by replacing the fiber cable and hard power cycling the system, but the faults came back. The csr called back again to report a message on the tower stating the robot was not connected to the system. The tse had the customer replace the robot fiber with the fiber from one on the consoles and the system powered on normally. After the call ended, 48308 errors appeared on the system and the system was powered off. The csr called in and stated they did some troubleshooting with restarts and moving cables around and wanted to make sure this was dispatched to the local field service engineer (fse). The site had called back for the same issue for the same procedure. The tse noted it was possibly related to the blue fiber cable (bfc) or common compute controller (ccc). The procedure was aborted prior to patient involvement. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the procedure was cancelled prior to patient involvement. The csr confirmed that all calls in to technical support that day from the or staff and csr were during setup for the same procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both common compute controller (ccc) boards in the tower and robot and also replaced the pigtail fiber / fiber port on the robot. The system was tested and verified as ready for use. The tower ccc was returned for failure analysis (fa), and the reported connecting issue was able to be confirm, but not replicated. Upon reviewing the field error logs, errors 31089, 307, and 170 were found confirming that the fault had occurred in the field. The tower and robot ccc were supposed to be returned the isi fa facility together according to the fse notes, however, the components did not arrive at the facility simultaneously. As a result, ccc testing was performed using a known-good sample. Upon visual inspection, no issues were found that would be related to the reported event. The tower ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected and all values were within expectation. Ten power cycles were performed with the ccc left in the golden system to idle for over 16 hours with no issues found. As a result of these findings, fa was able to conclude that no root cause could be attributed to reported events.